Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? -no information. How many days post-op did event occur? -no information. Try to obtain lot. -will do. Why was the miking roller used on the drain? -no information. Did the drain not function appropriately? -no information. How was the crack in the drain addressed? -no information. Was the drain removed from the patient due to the failure to drain or crack? -no information. Was a new drain placed? -no information. Any adverse consequence to patient? -no, there were not any adverse consequence to patient.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. During postoperative management in ICU, when the drain was milking at the area close to the patient with a milking roller, a popping sound was heard. Then, when the drain was checked, a hole was found on the drain at a point close to the adapter. It was also reported that it seemed the drain had been cracked, then, the crack became the hole. The doctor opined that when connecting the drain with the adapter in the operation room, excessive force was applied to the drain, and a slight crack was made on the drain. Then, during milking the drain, negative pressure was generated and caused the slight crack to become the hole. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The actual drain was returned for evaluation. The drain broke following misuse: the plastic connector was inserted under some angle related to the silicone drain tube using excessive force, so the edge of connector was pressing on the tube, which led to its cracking.